Event description:
It was reported that post op of a gastric bypass a patient developed a fistula.

Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6) 2022 batch # unk. Only event year known: 2021. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what device and cartridge were used throughout procedure? What firings were the buttressing material used on? Are there any photos or video available? Could you please provide a timeline of events such as when post-operatively was the fistula noticed? Is the surgeon interested in speaking to ethicon medical and engineering to discuss event?

Manufacturer narrative:
(B)(4). Date sent: 3/29/2022. Additional information requested and the following was provided: were there any medical or surgical interventions to address the fistulas? Additional information is not available and all available information was previously reported. Additional information was received: these are true fistulas where the pouch has anastomosed to the gastric remnant. This surgeon does clip and use vistaseal on staple lines as necessary. He feels that the rubbing of the buttressing between the pouch and remnant may have caused these fistulas, but he does not know for sure. This is the only change to his surgical procedure since seeing this increase in fistulas. They are happening 1-2 months after the initial surgical procedures. Surgeon continues to use slr on sleeves, but has stopped using in gastric bypasses and has not had any fistulas since.